Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the patient experienced a no audio alert and a loss of consciousness. Patient reported that she passed out and was found on the floor by her husband. Patient's husband treated patient with juice. No ambulance was called. Patient's blood glucose (bg) value was at 40 mg/dl. Patient alleges that she did not hear a low alert. Additionally, the patient tested the receiver's alerts and it did not work. No further event or patient information is available. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.